Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving hydromorphone (1.5 mg at .63687 mg/day), bupivacaine (30 mg at 19.10602 mg/day) and clonidine (100 mcg at 49.95686 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient was transported to the emergency department via ambulance with lower extremity weakness. A magnet was placed over the pump to discontinue the pump infusion and the patient reported uncontrolled pain due to the therapy suspension. The pump was removed.